Event description:
The customer reported, that a d negative patient's sample reacted as false positive (mixed field) in the anti-d microtube of the mts a/b/d monoclonal grouping card lot # 050207053-11. The sample was tested using an alternate lot of gel cards and obtained negative reactivity in the anti-d microtube. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause determined. Samples/gel cards were not returned. Customer complaint could not be confirmed. No similar complaints have been logged against this lot of product. Issue resolved through product replacement. Incident is isolated.